Event description:
The customer reported that while the unit was in use on a pt, the following messages appeared: "pneumatic drive failure" and "electrical test fails." Therapy continued on the pt. No pt injury was reported.